Event description:
It was reported that bd pegasus bl 22gax0.75in prn-cap y non-pvc leakage at catheter junction leakage from the front end of an indwelling needle catheter holder, defective product can be returned, claims need to be settled, complaint response letter is required, complaint receipt letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review: 1 the batch number of the complained product is 3353292, is 22g and product code is 383726, produced on 2024/01, with a total of (B)(4) pieces in this batch; 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.the customer returned a sample that has been used. Do the water injection test to the product, it was found that there was leakage at the catheter. Observed the catheter under microscope, found that the catheter was damaged in a v-shaped, suspected of being punctured by the needle. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1 this product is produced on auto production line. During the production process, there is a visual camera that performs 100% detection of catheter spear, and occlusion testing system that performs 100% occlusion testing on the product. If the catheter is speared during the production process, the test will not pass and defective products will be rejected by the system; 2 according to the sample returned by the customer, it was found that the catheter was damaged, with a v-shaped. From the shape and size of the damage, it is suspected of being punctured by the needle, which may have occurred during the puncture process and resulted in a second puncture, causing the needle to puncture the catheter and cause leakage. In summary, no abnormalities were found during the manufacturing process. According to the sample returned by the customer, it was found that the catheter was damaged, with a v-shaped. From the shape and size of the damage, it is suspected of being punctured by the needle, which may have occurred during the puncture process and resulted in a second puncture, causing the needle to puncture the catheter and cause leakage. As the product has already been used, it cannot be confirmed that the complaint is related to product quality. The factory will continue to monitor and monitor the trend of this defect complaint.